Event description:
It was reported that the customer's pump screen was dark and would not turn on without being plugged into a power source. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.